Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp. The fse ran the battery test twice and determined that it needed replacement. The fse ordered and replaced the batteries. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during transfer of a patient by ambulance the cs100 intra-aortic balloon pump (iabp) switch off, after 30 min of backup supported. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during transfer of a patient by ambulance to a different facility, the cs100 intra-aortic balloon pump (iabp) switch off, after 30 min of backup supported. It is unknown if there was any harm or injury to patient; however no adverse event was reported.